Event description:
During index procedure the pt had one endeavor sprint rapid exchange (rx) drug eluting stent implanted to the proximal lad. On the same day the pt suffered a mi. The mi was non target vessel. The investigator has indicated that the reported event was unrelated to the study device. On review of this event it was noted that the device was implanted beyond its expiration date.

Manufacturer narrative:
(B)(4). Eval, results: (root cause of the mi could not be determined). (Failure of the user to verify the product expiry prior to use of product). (Myocardial infarction). Device not received for eval. Conclusion: (failure of the user to verify the product expiry prior to use of product).